Event description:
It was reported to medtronic minimed that the customer noticed that the pump was broken and not loading correctly. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-242a, mmt-332a. Troubleshooting was performed for the insulin flow block. The customer confirmed insulin did not exit during the 5u fill cannula or the pump was alarmed. The customer re-attempted the load reservoir/fill tubing process after a complete set change, and insulin did not exit, or the pump alarm. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884l was requested, and the customer's response was that the device would be returned. No product return is required for mmt-442aj. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat test or confirm displacement anomaly. No delivery alarms confirmed due to corroded home switch. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. The following were noted during visual inspection cracked battery tube side, fading serial number label, cracked keypad overlay at select button and cracked keypad overlay at select button. Unit was confirmed for no delivery / occlusion due to moisture damage. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor, and dat test or confirm displacement anomaly due to rewind anomalies. Cosmetic damage was confirmed at the back of the pump area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.